Manufacturer narrative:
The device investigation is currently underway. A review of the serial history for this device indicates that the device has not been inspected by the manufacturer since (B)(6) 2009. A follow-up report will be submitted upon completion of the investigation.

Event description:
Pir-overinfusing. Administering versed at 3 ml/hr. During initial set-up in the patient's room, the nurse noticed that the device looked like the flow was 100 ml/ hr. Nurse caught right away and took the device to central supply. Nurse used another pump on the patient. Nurse did not report incident because, she caught in time with no patient injury.